Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +07.00 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens but the problem was not resolved. Both lenses had too much vault and angle closure in spite of p.I. The reporter indicated there was difficulty sizing wtw. See MFR. Report 2023826-2018-01423 for exchanged lens.

Manufacturer narrative:
Device evaluation: lens was returned dry in case/vial wuth clear surgical residue on product. Visual inspection found the haptic broken and deformed. Dimensional inspection found the lens to be within specification. (B)(4).